Event description:
It was reported via a trial that on (B)(6) 2010, the patient awoke with increased chest pain and presented to the emergency room where the pain was relieved with a nitroglycerin patch. The patient was rehospitalized and underwent cardiac catheterization and revascularization of the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. It was reported that the electrode array had migrated out of the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).